Manufacturer narrative:
Plant investigation: the report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. Although it was reported the leak was outside of the housing, the leak was observed from the dialysate outlet still within the system which is indicative of an internal blood leak. Furthermore, the machine alarmed with a blood leak, which also indicates the blood leak was internal.

Event description:
A user facility reported that a dialyzer blood leak occurred nine minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being outside the dialyzer housing. The leak was not visually observed from the dialysate outlet of the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. It was also noted that the treatment was terminated immediately without blood return and vital signs were monitored closely during treatment. A hemoglobin recheck was performed and normal saline administration for blood loss. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Event description:
A user facility reported that a dialyzer blood leak occurred nine minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being outside the dialyzer housing. The leak was not visually observed from the dialysate outlet of the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. It was also noted that the treatment was terminated immediately without blood return and vital signs were monitored closely during treatment. A hemoglobin recheck was performed and normal saline administration for blood loss. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction provided in b5, g2, and h6.

Event description:
A user facility reported that a dialyzer blood leak occurred nine minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being outside the dialyzer housing. The leak was not visually observed from the dialysate outlet of the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. It was also noted that the treatment was terminated immediately without blood return and vital signs were monitored closely during treatment. A hemoglobin recheck was performed and normal saline administration for blood loss. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction provided in h6.

Event description:
A user facility reported that a dialyzer blood leak occurred nine minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being outside the dialyzer housing. The leak was not visually observed from the dialysate outlet of the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. It was also noted that the treatment was terminated immediately without blood return and vital signs were monitored closely during treatment. A hemoglobin recheck was performed and normal saline administration for blood loss. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.